Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros vancomycin (vanc) results were obtained from two different levels of non-vitros mas quality control (qc) fluids using the in-use lot of vitros vanc reagent tested on a vitros 5600 integrated system. On (B)(6) 2024: mas level 1 qc (lot tda2508) result of > 50.0 ug/ml versus the expected result of 4.808 ug/ml on (B)(6) 2024: mas level 2 qc (lot tda2508) result of 9.120 ug/ml versus the expected result of 24.142 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected results were obtained from non-patient quality control fluids. The customer made no allegation that erroneous patient results had been reported from the laboratory. There was no allegation of patient harm. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that lower and higher than expected vitros vancomycin (vanc) results were obtained from two different levels of non-vitros mas quality control (qc) fluids using the in-use lot of vitros vanc reagent tested on a vitros 5600 integrated system. The assignable cause of the event could not be determined with the limited information provided. Based on historical quality control results, a vitros vanc reagent lot 2514-55-2389 performance issue cannot be ruled out as a contributor of the event. The lower and higher than expected results were isolated to two vitros vanc lot 2514-55-2389 reagent packs. Both acceptable and unacceptable results were obtained from one of the two reagent packs, therefore, it cannot be confirmed if a transient issue with the affected reagent packs was the assignable cause of the event. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros vanc reagent lot 2514-55-2389. An instrument issue is an unlikely contributor to the event as vitros gent within run precision testing around the time the lower and higher than expected results were obtained indicates acceptable performance of the vitros 5600 integrated system. There is no documentation in the complaint record concerning the date of preparation, fluid storage, or fluid handling concerning the non vitros mas qc fluid in use at the time of the event. Therefore, the mas qc fluids in use cannot be ruled out as contributing to the event.